Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided information and guided them through a pump reset, which resolved the issue, allowing the sensor session to start successfully.